Event description:
This patient had breast implants placed in 1989. Postoperatively she developed flu-like symptoms. She developed pain in the chest wall, a positive ana and sed rate. She has also experienced increased fatigue and some memory loss. She had a bilateral capsulectomy with removal of the implants. Both implants were intactdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.